Event description:
It was reported that the lamp illuminator was replaced with no additional information. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were malfunction allegations. The bulb failed to light up after only over 300 hours of use, which is far below its designed service life. The hospital complained about it as a quality issue. The bulb light source did not turn on. The issue was resolved by replacing the bulb light source with a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.